Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the reported phenomenon could not be duplicated, and the cable had internal signs of twisted wires. Omsc judged that the reported phenomenon occurred due to cable failure. Omsc presumed that communication with the processor became impossible because the user applied pressure such as twisting on the cable, then the phenomenon occurred.

Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the reported phenomenon could be duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for use, no image was displayed and scope communication error b30 occurred. There was no report of patient injury associated with the event.